Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with seizing, pauses and was asystolic. It was noted that the right ventricular (rv) lead exhibited high, unstable thresholds and was intermittently capturing. Fluoro demonstrated that the lead was prolapsed at the distal end of the lead. The lead was initially reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.